Event description:
It was reported the customer received two no delivery alarms while bolusing. The customer declined to troubleshoot. Customer's blood glucose was 252 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.